Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use leakage occurred past the stopper with a bd syringe 50ml perfusion. The following information was provided by the initial reporter, translated from (B)(6) to english: (3 of 3) he customer claims that there is a leakage through the rubber lip seal, specifically through the first seal.

Event description:
It was reported that prior to use leakage occurred past the stopper with a bd syringe 50ml perfusion. The following information was provided by the initial reporter, translated from german to english: (3 of 3). He customer claims that there is a leakage through the rubber lip seal, specifically through the first seal.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot: 1903265, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot: 1903265 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. H3 other text.